Manufacturer narrative:
The distal section of the device was returned for analysis. A visual examination of this section found that the clevis arms were bent. The unit was not functionally tested due to the return condition of the device. The device welding and riveting were found to be within specification. The condition of the returned incident device was consistent with the complaint that the clevis arms bent. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, while attempting to retrieve the biopsy, the jaws were not able to be closed. The pentax scope and forceps device were removed from the patient in tandem. The forceps was then cut and removed from the scope. The procedure was then completed with another radial jaw 4 biopsy forceps device. The nurse reported that the forceps device was inspected/tested prior to use and no anomalies were noted. Additionally, the clevis arms were found to be bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. Device (B)(4) no code available (won't close). Device (B)(4) relates to (B)(4) for the reported event of jaws won't close. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the nurse reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, while attempting to retrieve the biopsy, the jaws were not able to be closed. The pentax scope and forceps device were removed from the patient in tandem. The forceps was then cut and removed from the scope. The procedure was then completed with another radial jaw 4 biopsy forceps device. The nurse reported that the forceps device was inspected/tested prior to use and no anomalies were noted. Additionally, the clevis arms were found to be bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.